Manufacturer narrative:
The device was received and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Initial attempts to download the data from the pod were unsuccessful. Measurement of the battery voltages found the batteries to be depleted. An external power source was required to download the pod data. It could not be determined when the batteries became depleted. No signs of damage or corrosion were observed. Signs of corrosion were observed on the underside of the pcb assembly. The pcb assembly components showed no signs of damage or corrosion. The corrosion did not affect pod functionality. It could not be determined when or how the corrosion occurred.

Event description:
It was reported that the patient's blood glucose level reached 407 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated by administering a pen injection.